Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported unspecified higher values when scanning the adc freestyle libre sensor compared to the built-in meter. On (B)(6) 2019, the customer reported feeling tired, hungry, tremors, and subsequently losing consciousness. A blood glucose of 52 mg/dl was obtained on the built-in meter and the customer was given oral glucose by a third party as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported unspecified higher values when scanning the adc freestyle libre sensor compared to the built-in meter. On (B)(6)2019, the customer reported feeling tired, hungry, tremors, and subsequently losing consciousness. A blood glucose of 52 mg/dl was obtained on the built-in meter and the customer was given oral glucose by a third party as treatment. There was no report of death or permanent injury associated with this event.